Manufacturer narrative:
UDI (B)(4). DHR - review of the history device records for the valve, product code (B)(4). With lot 211452 conformed to the specifications when released to stock on the (B)(6) 2018. Failure analysis the valve passed all tests no root cause could be determined; as no functional problem was noted with the valve.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
A sales representative reported that on (B)(6) 2019, the physician attached the valve (ID (B)(4) - prog valve inline w sg) to the patent and did not see flow through the valve. The coordinator indicated that the valve had been primed. The valve was replaced and the second one flowed freely. There was no patient harm and a 10 minute delay.